Event description:
It was reported that while in twin fix case the surgeon went to implant the twin fix and the proximal threads of the twin fix engaged in the proximal portion of scafoid. The proximal part of screw sheared and was no longer able to advance the screw. Surgeon removed and burred out the screw and then implanted a competitor device.

Event description:
It was reported that while in twin fix case the surgeon went to implant the twin fix and the proximal threads of the twin fix engaged in the proximal portion of scafoid. The proximal part of screw sheared and was no longer able to advance the screw. Surgeon removed and burred out the screw and then implanted a competitor device.

Manufacturer narrative:
Evaluation summary: the reported event could not be confirmed, because neither the complained device nor further information was received (requested several times). A metallurgical examination could not be performed. Therefore, no root cause could be determined. Based on the statistical evaluation there are no indications for any systematic design, material or manufacturing related issue. Therefore no corrective and/or preventive actions are deemed necessary at this time. The complaint is added to the complaint trend.

Manufacturer narrative:
Device will not be returned. If additinal information becomes available it will be provided on a supplemental report.